Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous distal left anterior descending artery. The physician encountered difficulty crossing the lesion with the 2.75x16mm liberte' stent. The device was removed from the patient and an edge of the stent was found to be lifted. The procedure was completed with another liberte' stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.